Event description:
Medwatch report states: depuy curved insert tibial plate found to have slipped past prosthesis tabs, did not secure implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.